Event description:
The spouse of the patient reported that the patient had their implantable neurostimulator (ins) replaced on (B)(6) 2016. When asked if it was replaced due to normal battery depletion, the caller started to describe the patient's symptoms and provided confusing information/other medical issues. It was stated that the patient had dyskinesia, their "foot would go" but they could stop it, and their hand, mouth and chin would quiver. The patient saw a psychiatrist and also had a shot in their jaw to help their slobbering, but that did not even last a month. The caller also accidentally turn stimulation off one time with the patient programmer (pp) and the patient started jumping around but they were able to turn it back on and resolve the issue. The patient does not hardly talk at all and sleeps all the time. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.